Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The reported issue was likely attributed to high voltage arcing. The customer declined further service at this time. No additional service info was provided.